Manufacturer narrative:
(B)(4). The device was returned for analysis. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this pacemaker experienced infection and vegetation on the right ventricular (rv) lead. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.